Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnorm. Bleed/severe bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date patient had done essure confirmation test. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings") and mental disorder ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, mood swings and mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: as reported-discrepancy noted in date(s) of insertion: (B)(6) 9999 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : case become incident. Unspecified event: injury to herself was updated to more specific events: pelvic pain, genital haemorrhage, mental disorder, weight gain, mood swings. Patient demographic added, essure removal date added, product indication updated. Patient notes added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnorm. Bleed/severe bleeding/bleeding: general abnormal bleeding/the client experienced severe bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date patient had done essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings") and psychological trauma ("psych injury/psychological injury related to essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, mood swings and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, mood swings, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: as reported-discrepancy noted in date(s) of insertion: (B)(6) 9999 received treatment for pain: other, other injuries/symptoms: weight gain, severe bleeding and mood swings. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted - yes: results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received - event psych injury updated to psychological injury related to essure (psychological trauma). Date of essure insertion were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date patient had done essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed/severe bleeding/bleeding: general abnormal bleeding/the client experienced severe bleeding/ abnormal bleeding (general)"), mood swings ("mood swings") and psychological trauma ("psych injury/psychological injury related to essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and mood swings had resolved and the weight increased and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, mood swings, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: as reported-discrepancy noted in date(s) of insertion: on (B)(6) 9999 discrepancy noted in removal date- on (B)(6) 2018 received treatment for pain: other, other injuries/symptoms: weight gain, severe bleeding and mood swings. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Imaging procedure - in 2012: essure confirmation test(s) conducted - yes: results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Update outcome of events genital bleeding, mood swings, pelvic pain from unknown to recovered / resolved. Lab data date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain') in an adult female patient who had essure (batch no. D196633-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and dysmenorrhea. On an unspecified date patient had done essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed/severe bleeding/bleeding: general abnormal bleeding/the client experienced severe bleeding/ abnormal bleeding (general)"), mood swings ("mood swings") and psychological trauma ("psych injury/psychological injury related to essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and mood swings had resolved and the weight increased and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, mood swings, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: as reported-discrepancy noted in date(s) of insertion: (B)(6) 9999, (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2018. Received treatment for pain: other, other injuries/symptoms: weight gain, severe bleeding and mood swings. Current weight 205 lbs. Essure insertion date provided in pif : (B)(6) 2016. Patient need hospitalization. The essure micro-implants were placed in the cornua using standard technique the right cornua had 4 visible coils and the left cornua had 10 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Imaging procedure - in 2012: essure confirmation test(s) conducted - yes: results: other.; on (B)(6) 2016: successful occlusion of both fallopian tubes by essure implants. Ultrasound pelvis - on (B)(6) 2016: uterus: the uterus is retroverted. It measures approximately 7.6 x 4 x 5.1 cm. The endometrium is 3 mm. There are no myometrial masses. The patient's essure coils are noted. Lot number (d196633) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain') in an adult female patient who had essure (batch no. D196633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and dysmenorrhea. On an unspecified date patient had done essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed/severe bleeding/bleeding: general abnormal bleeding/the client experienced severe bleeding/ abnormal bleeding (general)"), mood swings ("mood swings") and psychological trauma ("psych injury/psychological injury related to essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and mood swings had resolved and the weight increased and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, mood swings, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: as reported-discrepancy noted in date(s) of insertion: (B)(6) 9999, (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2018. Received treatment for pain: other, other injuries/symptoms: weight gain, severe bleeding and mood swings. Current weight 205 lbs. Essure insertion date provided in pif: (B)(6) 2016. Patient need hospitalization. The essure micro-implants were placed in the cornua using standard technique the right cornua had 4 visible coils and the left cornua had 10 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Imaging procedure - in 2012: essure confirmation test(s) conducted - yes: results: other.; on (B)(6) 2016: successful occlusion of both fallopian tubes by essure implants. Ultrasound pelvis - on (B)(6) 2016: uterus: the uterus is retroverted. It measures approximately 7.6 x 4 x 5.1 cm. The endometrium is 3 mm. There are no myometrial masses. The patient's essure coils are noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: mr received: lot number were added. Lab data, patient history and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.